Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station unexpectedly shut down and did not power back on. Customer tried unplugging and plug the station but does not turning on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station unexpectedly shut down and did not power back on. Customer tried unplugging and plug the station but does not turning on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and offline in remote support specialist. A field service engineer isolated the issue to the remote manager, connected the external pyxibus cable to a different port on the communication sled, but the station continued to power down. As no controller board was available at the time, attempted to replace the latch however, this did not resolve the issue, and a return visit with a controller board was required. After replacing all components within the remote manager and testing multiple ports on the communication sled without success, replaced the communication sled, at which point the station powered on successfully, visually verified that the station completed boot up and loaded into the station application correctly. The system functioned as intended after the field service engineer repaired the device.